Manufacturer narrative:
(B)(4). The event is currently under investigation. D. 8) information not provided by the reporter. (B)(4). The event is currently under investigation.

Event description:
During a transcatheter arterial embolization to the liver procedure on a (B)(6) year old female patient, the rlg catheter was separated when it was advanced up to the aortic. The fractured segment migrated into the right deep femoral artery. The fracture segment was not retrieved and the patient's family understood it is harmless in the deep femoral artery. According to the initial reporter, this event did not postpone hospitalization stay for the patient and the patient was doing well.

Manufacturer narrative:
(B)(4). A review of complaint history, device history record, instructions for use (IFU), quality control and a visual inspection of the returned used device was conducted during the investigation. The visual inspection noted that distal tip separated circumferentially ~2mm distal of the bond site. The break was a clean break, indicating a material failure occurred. This product is shipped with an IFU which states under precautions: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." A CAPA has previously been opened and a recall is in progress to investigate this failure mode. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During a transcatheter arterial embolization to the liver procedure on a (B)(6) female patient, the rlg catheter was separated when it was advanced up to the aortic. The fractured segment migrated into the right deep femoral artery. The fracture segment was not retrieved and the patient's family understood it is harmless in the deep femoral artery. According to the initial reporter, this event did not postpone hospitalization stay for the patient and the patient was doing well.